Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "material sensitivity reactions." And "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2013-01493 / 01496). This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that patient underwent right hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reported that a revision procedure took place on (B)(6) 2010 due to patient allegations of pain, loss of range of motion and metallosis. A review of invoice history confirmed both surgery dates. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2010 was due to elevated metal ion levels, hypertrophied and synovitis capsule, and joint fluid. The operative notes confirm that the acetabular cup, modular head and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that patient underwent right hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reported that a revision procedure took place on (B)(6) 2010 due to patient allegations of pain, loss of range of motion and metallosis. A review of invoice history confirmed both surgery dates. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay the reason for the revision procedure and blood test levels, which was unknown at the time of the initial medwatch. This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2013-01493 / 01496).